Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: this is the old style data acquisition to motor controller cable. No further fi is required. Please reference CAPA (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The international manufacturer's service technician reported that during servicing the device alarmed and shut down due to a pressure regulation high failure when the unit was turned on. There was no patient involvement.